Manufacturer narrative:
(B)(4). Report number: mw5063004. Notification received thi : (B)(6) 2018; FDA report: (B)(6) 2016; date of event: (B)(6) 2016. FDA medwatch report found during an internal post market surveillance review when performing a maude database search. Notification regarding the mw5063004 never received by manufacturer most likely underlying root cause: mlc-101-user used the wrong strip. Note: email was sent to FDA on (B)(6) 2018 to obtain additional patient contact information regarding medwatch mw5063004 to follow up with customer. Respond received on (B)(6) 2018 stating that unfortunately, they were unable to release any further information that pertains to the report in question.

Event description:
FDA medwatch found during a post market surveillance. Customer complaint details: pt used true result meter with true metrix strips (same manufacturer). The strip fit the machine and looked like it was working as usual (this was witnessed by fnp and md as well) but received false reading of 23. Verified bg on hospital meter and it was 448.